Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and noise. It was also reported that the right atrial (ra) lead exhibited noise. The ra and rv lead remain in use and are scheduled to be extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a suspected fracture and insulation breach occurred on the ra and rv leads.